Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. The customer had no symptoms. Customer wishes to continue pump troubleshooting. Customer blood glucose level at time of incident: 370 mg/dl. Customer current blood glucose level is 539 mg/dl. Customer states: the drive support cap appears normal but slightly indented. There were no leaks or air bubbles. Customer reports event was resolved by changing complete set of infusions set and reservoir. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump has battery cap damage. The pump will be returning for analysis.